Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. No problems detected. Performed preventative maintenance. Replaced drain valves, circulation pump, mixing pump. And heater. After that, tests are carried out. The device passes all the tests correctly. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a flow problem. Preventive maintenance and calibration due must be preformed.

Event description:
It was reported that the arctic sun device had a flow problem. Preventive maintenance and calibration due must be preformed. Per follow up information received via mail on 25jan2024, evaluation completed onsite 10jan2024. Problem was unconfirmed. No patient involved.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. No problems detected. Performed preventative maintenance. Replaced drain valves, circulation pump, mixing pump. And heater. After that, tests are carried out. The device passes all the tests correctly. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: a, b, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a flow problem. Preventive maintenance and calibration due must be preformed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.